Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018 a review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of late seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported device was "broken in two halves". Further reported by the physician was "capsular fibrosis on the right side" and "only little pericapsular fluid." Affected side right. The device has been explanted.